Event description:
It was reported that the paramedics were called to assist the customer with low blood glucose. Caller stated that the blood glucose reading was 28 mg/dl when paramedics arrived. Caller stated that the customer had high blood glucose of 300 mg/dl and he boluses two times 12 units and 20 units the second time, then he took two glucose tablets and his blood glucose dropped to 28 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.